Event description:
It was reported that: while ventilating a patient, the ventilator stopped ventilating and the screen went blank. A high pitched steady alarm sounded. Patient removed from ventilator and manually ventilated. The user power cycled the device off the back on. At power on, an atypical fizzing sound was heard and a burning smell was noted. No further information could be acquired. No report of injury.